Manufacturer narrative:
(B)(4). The hospital biomedical technician confirmed that during the initial testing of the device, they verified the reported failure; however the device did not fail during any subsequent testing. Proper operation of the device was observed through functional and performance testing and the device was returned to use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would not respond to any button presses. There was no patient use associated with the reported failure.